Event description:
During pt treatment with the model 3100a, the bar graph display for piston location moved to its far right end, but the 3100a seemed to functioning entirely normal, otherwise. The pt was placed on another 3100a without compromise.